Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging patient noticed blood on pillow. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged the smell is more of a chemical odor. There was no report of harm/injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 02/23/2023 for further evaluation. The device was evaluated on 06/27/2023. The manufacturer visually inspected the external part of the device. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected by the manufacturer. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Dust/dirt contamination inconsistant with degraded sound abatement foam was observed throughout device enclosure and airpath suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. No errors were logged. Pil can confirm the presence of con\tamination in the airpath. The manufacturer applied power to the device and verified airflow. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, but slight black contamination at the blower seal of the blower box. Section d8, d9, h2, h3, h6 has been updated in this report.